Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(4) 2018 and the last bolus delivery was a 5.0-unit normal bolus recorded on (B)(4) 2018. A replace cartridge alarm was recorded on (B)(4) 2018 at 20:38 with delivery resuming at 21:26. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump powered on for investigation and passed delivery accuracy testing. The pump was found to be delivering accurately and within range. The pump was exercised for 12 hours without issue. There were no errors, alarms, warnings or delivery interruptions during the investigation. Investigation did not duplicate the complaint and the pump was found be operating as intended without malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.